Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 4.1mmol/l. Customer stated that the pump would immediately go to a blank screen after reinserting the battery. Customer explained the power loss alert. Customer was advised to discontinue use of the pump and revert to backup plan. Customer was advised that we are sending replacement pump.

Manufacturer narrative:
The power management graph was within specification. No unexpected blank display anomalies were noted during testing. No unexpected power loss alerts/alarms were noted during testing or in the format history file. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement and self test. The pump was received with high sleep current measurement due to corrosion on the keypad assembly. The pump was received with a scratched casing, minor scratches on the lcd window, a missing display window cover, a pillowing keypad overlay, a damaged keypad overlay texture, a partially peeled off keypad overlay, a cracked case on the battery tube area, a severely faded serial number label and a peeling end cap address label.